Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "pacer disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer's report. The device was put through extensive testing including bench handling and defib/pacing functional stress testing using test accessories without duplicating a malfunction. The processor/bridge/pace board and monitor board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.